Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of instrument bipolar yaw pulley- thermal damage exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the base of the grips, on their exterior. As a result, from the thermal damage the electrode was exposed. No insulation damage was observed. The conductor wire was not damaged or broken. An electrical continuity test was performed and passed. Common causes of the failure mode thermal damage exposed electrodes are typically attributed to mishandling/misuse of the device.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument plastic was melted. The procedure was completed with no reported injury. Intuitive surgical (is) followed up with the initial reporter and obtained the following additional information regarding this event: the fenestrated bipolar forceps instrument was checked before use and had no damage found. The instrument cable was intact. The instrument failed to deliver energy. There was no sign of thermal damage. It is not known if the instrument collided with another instrument or tool during the operation. The procedure was performed completely with a backup instrument. The patient was not injured due to the reported problem.

Manufacturer narrative:
Based on the claim against the product by the customer noting instrument plastic melted, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is reportable malfunction event due to the following: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.